Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a malfunction with the mycarelink reader position, where the green bar never started, and the progress bar appeared but did not initiate, proceeding directly to the regular screen without displaying a code. The device involved was an implantable cardiac monitor (icm). Troubleshooting steps included power cycling the monitor, adjusting its position, placing a dry washcloth between the monitor and electronics, and removing electronics 6 feet away from it. The battery status was confirmed to be ok. As a resolution, the patient was referred to the clinic due to the telemetry issues noted. No patient complications have been reported as a result of this event.